Manufacturer narrative:
B2, h1: a risk to the patient's health could not be excluded for these specific circumstances, since invasive actions were performed in the patient's brain in a different position than intended with brainlab navigation involved. A comprehensive investigation by brainlab regarding this specific event is currently ongoing and final conclusions are pending. Brainlab plans to issue a follow-up report upon completion of the investigation. H6, h7: a comprehensive investigation by brainlab regarding this specific event is currently ongoing and final conclusions are pending. Brainlab plans to issue a follow-up report upon completion of the investigation.

Event description:
A cranial surgery, for a laser interstitial thermal therapy (litt) procedure for the ablation of a tumor in the cerebellum, was performed with the aid of the brainlab nav. Sw cranial/ent 3.1 with varioguide. From an intra-operative MRI scan of the patient, the surgeon detected that the laser fiber placed with the aid of navigation deviated from its intended position in the brain. Further details of the effects on the patient could not yet be retrieved from the hospital, brainlab continues to follow up with the user facility.

Manufacturer narrative:
B2, h1: a risk to the patient's health could not be excluded for these specific circumstances, since a laser fiber was placed in a different location in the brain than anticipated and planned with the brainlab navigation involved although according to the surgeon (treating clinician): - the deviation of the laser fiber placed was detected by the surgeon with an intra-operative MRI before administering the thermal laser treatment in the brain. - the outcome of the biopsy was successful with the diagnostic sample collected. - the outcome of the surgery was successful as intended, without any change to the laser fiber's placement. - there was no direct (or increased) risk of harm to a critical structure due to the deviating fiber placement at this surgery. - there was neither harm nor negative effect to the patient due to the deviating placement and the surgery/anesthesia was not prolonged. - there were further no remedial actions necessary, done or planned for this patient. There was also no prolongation of hospitalization. H6: according to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause of laser fiber placement deviating, by 2.9 mm inferiorly in the coronal view, and 2.1 mm dorsally in the axial view, from the intended position with aid of navigation is: - relative movement of the reference array or vario reference arm during or after draping. Although accuracy was verified to be acceptable before draping, it was not verified after draping. Movement of the reference array after patient registration to navigation disrupts the coordinate system established during the registration and causes a deviation between the displayed image scan, on which the navigated instruments are tracked, and the actual patient anatomy. This movement cannot be compensated by the navigation software. Apparently, the resulting deviation between the actual anatomy location during the surgery and the registered pre-operative patient image scan displayed by the navigation for instrument position visualization was not recognized by the user with the required thorough verification of the navigation accuracy throughout the surgery, e.g., after draping with array exchange, and before applying significant invasive surgical actions. It is important to note the following points regarding the use of cranial / ent 3.1, despite not being causes or contributing factors to the observed deviation of the fiber placement from its intended position: - although the device did not meet the user's accuracy expectations (within 2 mm), the clinical recommendation for cranial/ent 3.1 provided in the software user guide states that the user should not rely on the navigation system for procedures that require an accuracy of better than 3 mm. - a laser interstitial thermal therapy (litt) procedure is not listed in the navigation software's user guide under the indications for use. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. H7: brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.

Event description:
A cranial surgery for a laser interstitial thermal therapy (litt) procedure for the ablation of a ca. 1.16 ccm tumor, located in the cerebellum, ca. 54.11 mm deep in the brain, was performed with the aid of the brainlab navigation software cranial/ent 3.1 (with varioguide 1.0). Placement of one laser fiber was intended, with a biopsy of the tumor beforehand with 1 pass and sample within the same path. After performing a successful biopsy, with the aid of navigation, the surgeon detected, via merging an intra-operative MRI scan with the laser in place and the pre-planned trajectory, that the laser fiber path deviated from its intended/planned location, shifted by 2.9 mm inferiorly in the coronal view, and 2.1 mm dorsally in the axial view. Nevertheless, the surgeon determined the laser fiber placement as acceptable for the litt treatment and, without correcting it, continued with the tumor ablation completing it successfully as intended. According to the surgeon (treating clinician): - the deviation of the laser fiber placed was detected by the surgeon with an intra-operative MRI before administering the thermal laser treatment in the brain. - the outcome of the biopsy was successful with the diagnostic sample collected. - the outcome of the surgery was successful as intended, without any change to the laser fiber's placement. - there was no direct (or increased) risk of harm to a critical structure due to the deviating fiber placement at this surgery. - there was neither harm nor negative effect to the patient due to the deviating placement and the surgery/anesthesia was not prolonged. - there were further no remedial actions necessary, done or planned for this patient. There was also no prolongation of hospitalization.